Manufacturer narrative:
A visual inspection was performed on the returned device. The resistance with the guide wire could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to insert, include, but not limited to, patient artery/anatomy variables, aggressive manipulation during insertion. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a pulse field ablation (pfa) interventional procedure. Reportedly, the physician was unable to advance the exchange wire through the prostyle device. The suture of a new device was successfully pre-placed. The sheath was upsized to a 12f sheath and the pfa procedure was completed. Hemostasis was achieved with the pre-placed device and manual compression. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. Returned device analysis indicated that the sheath was intentionally cut. The separated portions were returned. No additional information was provided.